Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had been experiencing unexplained high blood glucose levels. The customer stated that the insulin had been alarming no delivery, intermittently. The drive support cap was normal. The alarm history was fine. Troubleshooting was not performed because the customer was calling form work. The customer's blood glucose was 7.7 mmol/l. Nothing further was reported.